Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review lot 8016936; with the following results disclosed: a total of (B)(4) units were built on afa line 4 from 19jan18 through 23jan18 and packaged on pkg. Line 9 from 20jan18 through 24jan18. All challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. DHR review disclosed no indication of the alleged defect as it was noted that there were no quality notifications initiated during production that would impact upon the quality of the catheter product. Unit: received one used 24g bd insyte autoguard unit which was without packaging and consisted of the catheter/adapter assembly. Photos: four photos were provided for this incident which disclosed similarities to that of the unit received. Visual/microscopic examination (test method: n/a): unit: there were no visible anomalies damage to the catheter tubing (i.e. Crimps, kinks, holes, splits, or wrinkles) observed. Microscopic evaluation revealed: there was a cut in the catheter tubing directly above the nose of the adapter. The cut had a ¿v¿ shaped characteristic; indicative of a base spear thru. There was no damage to the nose of the adapter or to the outer threads of the adapter/luer (i.e. Crack, grooves, mis-molds, etc.). Photos: the photos revealed the catheter/adapter to be intact and without visible damage; similar to the unit received for this incident. Water/air leak test (test method: qgge-11): unit: attached the iso standard testing slip luer to the catheter/adapter and performed the leak test. Leakage was observed at the area of the catheter tubing directly above the nose of the adapter. Indeterminate: although leakage was observed from the catheter tubing in the area directly above the nose of the adapter where there was a ¿v¿ shaped cut to the tubing; because the unit shown in the photos and the received unit were without packaging and used it is not know where or how the cut (base spear thru) occurred. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.